Manufacturer narrative:
(B)(4). Report source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor tip fractured during impaction of the femoral implant. This was a simultaneous bilateral procedure so another identical instrument was available and no delay to surgery was incurred. There is no additional information available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the provided pictures identified that the impactor pad was fractured into two pieces. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.